Event description:
Customer reported via phone, the insulin pump had alarmed battery out limit. The battery was indeed out for more than 10 minutes. Customer attempted to insert a new battery but the device would not turn back on. Customer's blood glucose was unknown. Customer was advised to revert to back up plan and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Additional information is provided for type of reportable event. This information was not included with the initial medwatch report.